Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On apprximately (B)(6) 2025, the patient's insulet omnipod pdm (cgm display screen) displayed brief sensor issue. The values on the display screen was 80-100 mg/dl all through the night. The pediatric patient experienced vomiting and the parents gave carbohydrate. It was not reported whether the bg was checked during this time. The patient's bg was reportedly soaring higher and building ketones. She was reportedly becoming acidic and eventually the bg was checked. That value was not provided. The parents were reportedly unable to get the ketones down or control the vomiting, so the patient was brought to the emergency department. The patient was discharged on the day of the report ((B)(6) 2025). No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.